Event description:
The manufacturer received information alleging the significant event log test step had failed on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that an error code, permanent fail internal battery, was observed on the device's error log. The third-party service technician evaluated and determined the internal battery had caused the significant event log test step to fail on the device. In conclusion, the internal battery was replaced to address the issue. Additionally, during the service of the device, the handle and enclosure seal were replaced for physical damage unrelated to the reportable issue. The internal battery was replaced for another error code, urgent reminder, that was observed on the device's error log, which was unrelated to the reportable issue. The rubber feet were replaced for missing on the device. This was unrelated to the reportable issue. The device passed all final testing.

Manufacturer narrative:
The reported failure of the internal battery is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Multiple service activities occur during the device¿s useful life according to the device¿s service manual.